Manufacturer narrative:
The first sentence should read "information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor" (and not manufacturer's representative). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was doing really good until yesterday as the therapy stopped then. The stopped feeling the stimulation and the device was not helping their symptoms and wanted to know if it was working properly. The issue was reported as a sudden onset. It was noted they were implanted for their bladder. The patient was at 2.7 volts on program 4. If they went to 2.8 volts, it was too strong. Now the they tried going to 8.5 volts and felt no stimulation. Therapy considerations were reviewed with the patient. The patient did not want to change programs and was told the programs were the same as during the trial. They stated that programs 1, 2, and 3 worked some but not as good as program 4. Trial versus permanent implant therapy considerations were reviewed with the patient. In addition, the patient inquired if the implanted device ¿makes your heart race¿ sometimes. They stated that they felt a little like they were very anxious ¿like the blood pressure is higher or something¿. The patient was redirected to follow up with their healthcare professional (hcp) for further instructions and to check the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when their device was checked ¿they said it was odd that it was not working¿ and the healthcare professional (hcp) had to reprogram the device. They stated that ¿it was working fine, then it stopped¿. The patient had no further details regarding the ¿not working¿ issue although they did state some of the programs were ¿not working¿. The patient indicated that, initially, 2 of the programs were working and mentioned that program 4 worked best for them. The issue occurred almost immediately after implant surgery (¿almost from the very beginning¿). It was also reported that their doctor though they ¿had a accident¿ when the device was checked. It was confirmed that the patient had no falls or trauma. The patient went back to the hcp 2 months ago and they checked it again because it was still not working. X-rays taken showed the device did not move. There were no further complications reported or anticipated.